Event description:
During an implant attempt of the subject pacemaker, pacing/sensing failure and high lead impedance measurements were reported. Psa measurement of the associated lead were indicated to be normal. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.